Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed false pause episodes due to oversensing. The physician believed this may have been caused by a connection issue or a device anomaly. The undersensing was unable to be reproduced in clinic with isometrics. There were no patient consequences and the patient will continue to be monitored.